Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. No lot # provided. Investigation summary: unconfirmed, based on available evidence. Investigation conclusion: the customer issued a complaint for a syringe top fall off problem detected by end user. Neither samples nor photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Root cause description: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that the prefilled bd ultrasafe passive¿ x-series needle guard syringe top had broken off and spilled medication during use. No serious injury noted or medical intervention. No reports of exposure to medication.